Manufacturer narrative:
After deployment of a 6/7f mynxgrip vascular closure device, hemostasis failed. There was no reported patient injury. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The advancer tube was separated from the device as received. The syringe was connected to the device with the stopcock open. The sealant and procedural sheath were not returned. The condition of the returned device is consistent with the reported event. The catheter, shuttle cartridge and the advancer tube were inspected for anomalies. No visual damages or anomalies were observed. Leak testing was performed on the balloon of the received device per mynxgrip instructions for use (IFU) using the returned syringe. The results revealed no leak in the balloon. The balloon was fully inflated and pressure was maintained with proper functioning of the inflation indicator. The advancer tube was inspected at high magnification to determine whether there was damage to the advancer tube¿s distal end that may have contributed to the reported event. No damages or anomalies were observed. A device history record (DHR) review of lot f1802302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since no anomalies were noted. The root cause of the issue experienced by the customer could not be conclusively determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, since no damages or anomalies were noted with the returned device, it could related to patient factors, or handling factors of the device. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states after sealant deployment to ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After deployment of a 6/7f mynxgrip vascular closure device, hemostasis failed. There was no reported patient injury and the device will be returned for analysis.